Event description:
It was reported that the dignishield cuff would not deflate. Pt had dignishield placed two weeks before removal. The pt was transferred to another unit prior to the removal of the device. A physician from the colo-rectal surgical group was consulted in order to remove the device. A doctor from colo-rectal removed the device in an unk manner.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown, therefore the device history record could not be reviewed. The instructions for use states the following: "cuff inflation inflate the cuff with 45 ml of water by slowly depressing the syringe plunger. The inflation port has an external pilot balloon as a guide to determine proper inflation; as the cuff inflates, the pilot balloon also inflates. The pilot balloon should be used as a reference to determine proper cuff inflation. Remove the syringe from the green inflation port and gently pull on the drainage catheter to check that the cuff is securely in the rectum and that it is positioned against the rectal floor. (Figure 6) f. Position the length of the flexible drainage tube along the patients¿ leg, avoiding kinks, obstruction and tension. Take note of the black position indicator line that is printed in the proximal segment of the tsz. Observe its relative position to the patients¿ anus. Observe changes in the location of the position indicator band as a means to determine movement of the retention cuff in the patients¿ rectum. This may indicate the need for the cuff or drainage tube to be repositioned. Hang the bag using the built-in hanger at a convenient location on the bedside (below the level of the patients¿ rectum). Removal of device: to remove the catheter from the rectum, the retention cuff must be deflated. Attach the 60 ml syringe to the green inflation port, and slowly withdraw all water from the retention cuff. (Figure 13) make sure the inflation port remains parallel to the catheter in order to prevent kinking in the tubing and blockage of fluid. Refer to ideal patient positioning described in step 3a. Once you have ensured the cuff is fully deflated, disconnect the syringe and discard. To facilitate removal, you may add an appropriate amount of lubricant to the anal sphincter prior to pulling back on the catheter to remove the cuff. Grasp the catheter as close to the patient as possible and slowly slide the cuff out of the anus. Dispose of the device in accordance with institutional protocol for disposal of medical waste." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.